Event description:
It was reported that the patient never had therapeutic effect. The patient was reprogrammed, and it was reported that the health care professional (hcp) had "tried everything." Reporter was not sure if the patient had a trial. Reporter stated "it did nothing." It was reported that the device was removed from the patient unharmed as it did not work for her needs and was moving around under her skin. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v207501, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer.